Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the rv lead was causing diaphragmatic stimulation at a low output. The lead was capped on (B)(6) 2019 and replaced. The patient was stable before and after the procedure.